Manufacturer narrative:
The customer suspected device was returned for investigation. Upon evaluation of the returned device the following defects were found, due to a chip on distal end cover, insulation resistance value at distal end did not meet the standard value, due to wear of angle wire, bending angle in up direction did not meet the standard value, due to damage on lock engagement lever, up/down knob could be locked securely, light guide lens chipped, and adhesive on bending section rubber chipped. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had bending section rubber worn and tested positive for less than 15 colony forming unit (cfu) of pseudomonas aeruginosa on (B)(6) 2022, tested positive for less than 10 colony forming unit (cfu) of pseudomonas aeruginosa on (B)(6) 2022, and tested positive for greater than 15 colony forming unit (cfu) of gram-negative bacilli on (B)(6) 2022. All channels were sampled. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms was found through culture testing by the user after reprocessing. As reported by the customer, the same bacteria (pseudomonas aeruginosa) were detected from the same sampling location in the first microorganism test and the additional tests. Therefore, reprocessing was possibly conducted insufficiently. Since olympus did not conduct additional microbial testing, and inspection found no abnormality that may cause the event, and the customer did not specify their reprocessing steps, the root cause cannot be identified. The following is included in the instructions for use (IFU): "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.